Event description:
It was reported that when the needle was withdrawn with a bd intima-ii¿ IV catheter the tubing cracked. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2021, due to functional disorder of gastrointestinal tract, the patient needed puncture and indwelling needle to replenish fluid. When the puncture and indwelling needle withdrew the needle, the tube cracked, resulting in local skin swelling. Immediately after the problem was found, the catheter tube was removed and a new indwelling needle was reopened.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 1051538. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.